Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen was delayed while the customer was pressing the down arrow. No impact to the customer's blood glucose. Reportedly, the issue resolved itself and the customer continued to use the pump for insulin therapy.